Event description:
It was reported that the patient experienced an inadequate stimulation, pocket site pain, and pain at the clik anchor site. The clik anchor slightly protruded. The patient underwent an unknown procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 572029 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-8416-70 serial number: (B)(6). Batch/lot number: 7075700 model/catalog description: artisan MRI paddle lead 70 cm unique identifier (UDI) #: (B)(4).